Manufacturer narrative:
Received one used plum set for evaluation. The complaint of leakage on the returned used primary plum set could be confirmed. The product was tested per product specification. There was a leak from the inlet, outlet filters and the filter on the vent plug juncture. The leaks appeared to seep through filter vent material from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. Filter vent leaks are currently under further investigation at the manufacturing location. Concomitant medical products: chemoclave® vented bag spike, ln ch-14, MFR ICU medical; dextrose injection 5%, ln unk, lot no oe81f, MFR otsuka.

Event description:
The event involved a leak of phyxol during infusion using an unspecified plumset and a chemoclave vented bag spike. There was no adverse event and no delay in therapy reported.